Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incorrect screen would activate instead of of the intended selection when pressing on the bolus option. Customer's blood glucose was 270 mg/dl. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.